Manufacturer narrative:
Zoll med corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a stroke pt the device's display froze. The device was turned off/on and the display worked appropriately. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.